Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure two sagittal saw attachment devices had undetermined malfunctions. It was reported that there was a slight delay in the procedure due to the event, and an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was inadvertently documented in the previous report that it was follow-up number 2 instead of follow-up number 1. Therefore, this supplemental report is follow-up number 2. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device's drive shaft was not rotating. It was further determined that the device's gear shaft, needle sleeve and bearing housing were all corroded, preventing the gear shaft from turning. Additionally, it was determined that other components on the device were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional information: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of return for investigation was reported as jan 02, 2018 in error, the correct date is feb 01, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.